Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause, treatment, and patient outcome were not reported. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.